Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to inspect and clean the pump's pneumatic tap area and remove a misplaced o-ring. After following instructions and using a new cartridge, the customer was able to successfully load the cartridge into the pump and resume insulin delivery.